Event description:
Patient presented to office complaining of frequent palpitations in her chest. Claims her heart will beat quite rapidly for several beats and then there will be long pauses. 12-lead EKG and rhythm strip was performed and showed pacemaker was not sensing correctly. Patient admitted for generator replacement.